Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 412 mg/dl. Customer has been off the insulin pump. Customer declined high blood glucose troubleshooting. Customer requests assistance with programming the insulin pump. The device will not be returned for analysis.